Event description:
Customer states she had a crack on her insulin pump, then she later began to receive a button error alarm. Customer's blood glucose was 112 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump has intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No unexpected frozen display anomaly noted. Insulin pump received with cracked reservoir tube lip, broken battery tube threads, minor scratches on lcd window, scratched reservoir tube window, stained end cap sticker and cracked belt clip slot.